Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.

Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "air intake failed during use." Patient involvement, but no harm/adverse event reported.